Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The device was tested on generator and was functional. The device was tested with the test media and performed as expected, no anomalies were found. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during an unknown procedure, the instrument hadn't done the coagulation. Customer cannot provide anymore details about the circumstances in which the issue occured. Bleeding consequence was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.